Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready ID (crrid)on the echo. The sample has a history of anti-k. The screen resulted positive.

Manufacturer narrative:
Review of images: sample ID: (B)(6), instrument s/n: (B)(4), date tested: (B)(6) 2011, batch: 6918, lot numbers: id146, 221710. Cell 1 reacted negative negative for k visual appearance negative; cell2 reacted negative heterozygous for k visual appearance weak positive; cell 3 reacted negative negative for k visual appearance negative; cell 4 reacted negative negative for k visual appearance negative; cell 5 reacted negative negative for k visual appearance negative; cell 6 reacted negative negative for k visual appearance negative; cell 7 reacted negative homozygous for k visual appearance weak positive; cell 8 reacted negative negative for k visual appearance negative; cell 9 reacted negative negative for k visual appearance negative; cell 10 reacted negative negative for k visual appearance negative; cell 11 reacted negative negative for k visual appearance negative; cell 12 reacted negative negative for k visual appearance negative; cell 13 reacted negative negative for k visual appearance negative; cell 14 reacted negative negative for k visual appearance negative; positive control well reacted 4+ positive visual appearance positive; negative control well reacted negative visual appearance negative. Customer repeated the testing and received the same results. All other samples are reacting as expected. Review of the camera report shows optimal alignment and focus. Some cells resulted negative but visually appears positive on the echo. Customers were instructed to visually inspect all negative results on the echo in technical communication (B)(4) on (B)(4), 2009.